Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product for the reported lot number. Retention devices were tested with clinical hcg-negative urine, clinical hcg-negative serum, qc cutoff urine (20 miu/ml), and qc cutoff serum (10 miu/ml). Devices tested with urine samples were read at 3-4 minutes, and devices tested with serum were read at 5-6 minutes. All devices tested with clinical hcg-negative urine and serum produced expected negative results, and all devices tested with qc cutoff urine and serum produced expected positive results. No erroneous results were observed. Manufacturing batch record review did not uncover any abnormalities and the lot met quality control specifications. A root cause could not be determined based on the available information. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The event was initially reported by the distributor representative. The customer reported receiving an invalid result as no control line was present on a fisher-sure-vue hcg stat serum/urine test. A repeat test was performed and a second fisher-sure-vue hcg stat serum/urine test produced a negative hcg result. The patient demanded a third test as she insisted she was pregnant. A third fisher-sure-vue hcg stat serum/urine test produced a positive hcg result. Although requested, no additional information was provided. Troubleshooting was conducted with the customer. The customer was advised that any deviations in storage/technique/handling and patient factors can have an effect on results.